Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box and alarm history show only typical usage; there were no alarms or errors related to the complaint. The daily insulin delivery totals were reviewed and correctly add up to reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The complaint could not be duplicated during the investigation.

Event description:
The patient contacted animas on (B)(6) 2013 reporting elevated blood glucose levels up to 220 mg/dl hat the patient suspected were related to the pump basal not delivering. The patient reported that the blood glucose levels would correct with a bolus but several hours later the blood glucose levels would be elevated with basal deliveries. The patient confirmed that the site was changed multiple times since the elevations first started. The pump prime history confirmed multiple prime and fill cannulas events however the history showed that the patient was filling the cannula with varying amounts between .10 - .80 units. The patient confirmed that the total daily dose was found to be adding up appropriately with the recorded basal amounts. The patient confirmed using the temp basal feature; there were no suspends in the pump history. Further troubleshooting was unable to be performed at the time of the call. The patient contacted animas on (B)(6) 2013 reporting that the replacement pump was received and there were no further issues with blood glucose elevations since resuming therapy on the replacement pump. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation that the pump was not delivering the basal insulin appropriately.